Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The lcd display was replaced to resolve the issue. No report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.